Event description:
The hcp reported that the pt developed a wound infection after pump implantation. Pt symptoms included redness around the surgical incision, widening and swelling of the scar, and serous wound drainage. In 2007, she began two weeks of antibiotic therapy. The incision became very thin due to the pump eroding through the skin, and the pump was explanted the following month. As of 2008, the pt was improving pending resolution of abnormal labs (not specified); it was unclear if the system would be replaced. The pump was used to deliver lioresal 500 mcg/ml at 130 mcg/day.